Event description:
Patient was undergoing embolization procedure for splenic artery aneurysm using penumbra ruby coils advanced though a progreat microcatheter. The physician encountered a lot of resistance while advancing ruby coils. He then attempted to withdraw the coils, and they detached in the microcatheter. The entire microcatheter was removed to remove both coils from the patient. Significant tortuosity was noted in the patient. Case was continued with a new progreat microcatheter and another brand of smaller coils.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00371. Hospital disposed of device.